Event description:
The customer stated that while running axsym digoxin iii assay, a patient sample generated an error code # 1118 (invalid test result, intercept too low). The customer stated that the error code was generated only on one patient sample. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.